Event description:
It was reported that the user experienced a low blood glucose event during troubleshooting, with a measured blood glucose of 45 mg/dl and was treated with one 15 g oral glucose tablet; the event was categorized as hypoglycemia with unclear cause and troubleshooting and education were completed. Investigation of this case revealed no device malfunction identified based on available information. No symptoms associated with hypoglycemia. Outcomes included no medical intervention at the time of call. It was concluded that the event was related to user physiological factors and that the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.